Event description:
The pt reported, she has had the luer lock on her insulin infusion set leak twice this month. She stated it first happened "2-3 weeks ago" though she did not call to report it as she thought she might have twisted the luer lock on tight enough. She stated, she discovered this incident as she was doing her routine check before going to bed. She said, the luer connection was loose and there was insulin in the adapter cap. She stated she had elevated blood glucose but she does not remember how high they were. She said, she corrected her readings by giving herself an insulin injection and changing the infusion set tubing. The pt stated that today she again noticed the tubing was loose at the luer lock which caused insulin to be in the adapter cap. She said, her current blood glucose reading is 254 mg/dl with her normal range being 90-140 mg/dl. Replacement products were sent. On follow up, the pt stated she received the replacements and her blood glucose has returned to normal. She stated she has had no further issues with the luer connection. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.